Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-17, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (unknown dose and concentration) via an implantable pump for an unknown indication for use. The patient complained of the pump not working. The patient felt as though they were not getting the drug in the pump and has been in withdrawal. A catheter access port (cap) study was performed by the physician and they were not able to aspirate the catheter. The physician filled the pump with saline and would replace the pump since the patient was also near early replacement indicator (eri) in 11 months. The issue was not resolved at the time of this report. The patient's status was alive - no injury.